Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08840 /-08841).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to elevated metal ions. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted that the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. There is no indication, with the information available, that there is any non-conformance in the product as manufactured.